Event description:
While using cautery pencil on patient, product began to spark.

Manufacturer narrative:
Investigation findings: sample was returned for evaluation. A visual inspection was performed a sample was found acceptable. A functional test was performed to the sample in order to verify the functions cut and coag and sample was found acceptable. Circuit board of electrosurgical pencil was evaluated and sample passes the continuity test. Sample as analyzed by marketing using an electrical generator and it was not possible to reproduce this defect. Device history record and quality control inspection records of work order (B)(4) were reviewed and no issues were reported during manufacture of this lot. Besides device history records of work orders (B)(4) of subassembly (B)(4) used on manufacture of lot reported on call, and no issues were found during manufacturing and quality control inspections. Complaints trend from last 12 months was reviewed and this issue has not been reported before for that reason. Correction: no further action was taken. Root cause analysis: in order to determine the root cause of this issue the following actions were taken: visual inspection of sample: sample was analyzed on march 06 2013 and it was found acceptable. Functional inspection: functions cut and coag of sample were tested and found that device is working properly. Sample was inspected by marketing department using an electrosurgical generator and it was found acceptable. Continuity test: a continuity test was performed on circuit board in order to verify that is working properly, as a result circuit board was found acceptable. Device history records of work orders of subassemblies used on manufacture of lot 29306003 were evaluated, the work orders inspected are shown: as a result of inspection of DHR no issues were found during manufacturing or quality control inspections. Inventory of item 88-00003cr was inspected in order to verify if product on hand was affected by this issue. Based on the facts that it was not possible to reproduce the issue reported during the functional inspection of the sample and that no issues were reported during manufacturing and quality control inspections, the root cause of this issue could not be determined.